Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "full battery may not be available". The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.